Event description:
The report indicated that after an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter, the patient experienced cardiac tamponade/pericardial effusion treated with pericardial drainage. Two hours after the patient entered the room, the event occurred. The cardiac tamponade was discovered during ablation at the re-entrant early site in the right atrium. After cardiac tamponade was confirmed, pericardial cardiac drainage was performed, and the patient's vitals recovered. After that, the patient's condition was stable, and the procedure was completed. The patient was safely returned to the ward. Tachycardia could not be stopped. When the patient entered the room, atrial tachycardia occurred, so mapping of the right atrium was initiated using the octaray. After identifying the tachycardia, ablation was attempted using the smart touch sf catheter. Since atrial fibrillation occurred frequently, the physician decided to perform pvi (pulmonary vein isolation) first. Atrial septal puncture was performed using acunav catheter, and the octaray was inserted into left atrium. After creating pre-voltage map, a bilateral pvi was performed using smart touch sf catheter. Left atrium post mapping was performed using octaray again. After confirming isolation, the catheter was withdrawn from the left atrium. At this time, the blood pressure remained in the 80s and showed no change from when the patient entered the room. Using stsf, ablation was conducted at the re-entrant early site of tachycardia in the right atrium, but tachycardia did not stop easily. Since the his bundle was also close, and blood pressure could not be measured during the ablation of the surrounding area. There was no movement of the cardiac silhouette observed on fluoroscopy. Upon confirming pericardial effusion using the acunav catheter, findings of cardiac tamponade were observed. Atrial septal puncture was performed with rf (radiofrequency) needle. Ablation was performed before pericardial effusion or tamponade was confirmed. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was 15ml/min during ablation. 8ml/min during not in ablation. The physician's opinions on the relationship between the event and the product was bw products were used appropriately and there were no significant changes in contact force. The causal relationship with bw products were unclear. Physician assessment of the health hazard was non-serious (moderate/minor). No extended hospitalization. No abnormalities observed prior/during use of the product. The method of cf (contact force) monitoring was real time graph, dashboard, and vector. Coloring setting for visitag was tag index. The complaint product(s) will not be returned for analysis. There were no error codes or similar issues. The outcome of the adverse event was that the patient's condition improved. Rf energy was delivered.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-jul-2025, bwi received additional information regarding the event. Procedural act (activated clotting time) was over 300 seconds. There were several catheter exchanges and one transseptal puncture sites. There were several ablations that were performed within and outside the pulmonary veins. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-aug-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31528571l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).